Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in 2023, reported as "over the last few weeks." D4: lot #: ur22l0822 is not recognized by baxter. G1: the devices were manufactured at one of the following facilities: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago 30106 costa rica. Baxter healthcare - aibonito rd 721 km 0 3 po box 1389 aibonito 00705 puerto rico. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets leaked. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is invalid; therefore, a device analysis could not be completed and a manufacture record review could not be performed. Should additional relevant information become available, a supplemental report will be submitted.